Manufacturer narrative:
An event regarding dislocation involving a uhr bipolar 26x52mm was reported. The event was confirmed. The reported device was not received for evaluation. A device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. There have been no previously reported similar events for the reported lot number. The investigation concluded by the x-ray reviewed that the reported dislocation was caused by hip instability as a result of soft tissue imbalance across the hip due to status post stroke, dementia, sarcopenia and morbid obesity. The clinician review concluded that all these factors are patient-related with no indication for the presence of procedure-related or device-related factors. This case is not device-related.

Event description:
Patient with mild strokes and light dementia had a hemi implanted who has been chronically dislocating. Doctor removed bipolar head and femoral head. Doctor implanted a tritanium revision cup. Doctor put in 6 total screws into revision cup, trialed with mdm trial and femoral head. Doctor did range of motion and deemed motion was stable. Doctor implanted real implants and closed surgical wound.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Doctor said no need to send back since it was a dislocation event nothing to do with the implant. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient with mild strokes and light dementia had a hemi implanted who has been chronically dislocating. Doctor removed bipolar head and femoral head. Doctor implanted a tritanium revision cup. Doctor put in 6 total screws into revision cup, trialed with mdm trial and femoral head. Doctor did range of motion and deemed motion was stable. Doctor implanted real implants and closed surgical wound.